Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was being placed on impella 5.0 for hemodynamic support. During support the patient became bradycardic then asystolic, and a temporary pacer was placed. It was reported that after 1.33 hours of support the patient expired in the procedural area with no allegations made towards the impella 5.0 as the cause of death. However, there is not enough information to exclude the impella device as an associated factor in the patient's demise.